Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with normal operating currents and no unexpected battery out limit alarm noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, cracked lcd window, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump had unresponsive buttons. The blood glucose reading was 170 mg/dl. The customer reported that she was inputting carbohydrates, pressed the up button and the numbers kept going up. She stated that she replaced the device's batteries and received a battery out limit alert, but the buttons still did not work. There were no significant events leading to the alarm observed. Advised discontinuation of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.